Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and was suspected to have fractured. The right atrial (ra) lead exhibited high thresholds and no capture. The patient had recently been in a car accident and there was speculation that the accident may have caused or contributed to the lead damage. The leads were explanted and replaced. No patient complications have been reported as a result of this event.